Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were examined for visual defects on the packets none was found; no attachment defects or needle bending were observed on the representative samples.

Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2016 and the suture was used. During the procedure, the needle was bending while suturing through fascia. Other suture was used to continue the procedure with no consequence to the patient. No further information is available.